Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn removed a fractured bard power PICC. This is the 2nd one the rn is aware of. She states she doesn't think there is a problem with the line but thought that it had kinked for a long period due to secureacath in situ. Photos are available along with the sample. It was reported that the patient did extravasate chemotherapy but no long lasting damage "hopefully". This is an oncology op case and the catheter was not inserted by the complainant. This file is for the first of two events.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn removed a fractured bard powerpicc. This is the 2nd one the rn is aware of. She states she doesn't think there is a problem with the line but thought that it had kinked for a long period due to secureacath in situ. Photos are available along with the sample. It was reported that the patient did extravasate chemotherapy but no long lasting damage "hopefully". This is an oncology op case and the catheter was not inserted by the complainant. This file is for the first of two events.